Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The customer¿s blood glucose value was unknown. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states hairline crack in the battery compartment crack. Customer states the spring was neither damaged nor corroded. Customer stated that insulin pump had not dropped or bumped or exposed to moisture. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.